Event description:
The physician attempted to place a 3.0mm x 15.0mm biodiv ysio stent into the left anterior descending coronary artery. The stent was reported to "slip off the balloon". The physician was reported to have removed the delivery system into the guiding catheter. Upon removal of the sds and guiding catheter from the pt, the stent was noted to slip off the balloon and into the groin area. The physician believes "the stent fell off in the groin area and was lost". Exact location of the stent was not determined and therefore the stent was not deployed. The lesion was stented with an unspecified manufacturer's stent. There was no report of adverse pt sequelae.